Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported lines across the screen, and no monitoring was possible. There was no adverse impact to the pt.